Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that there was oversensing noise on the right atrial (ra) lead. During a change out procedure 10 years ago the physician considered replacing the lead, however it was thought the noise could be consistent with muscle noise so it was left in service with the new device. The noise continued and was able to be reproduced with isometrics. The ra lead was surgically abandoned just over 10 years later during the next normal battery depletion change out procedure. No additional adverse patient effects were reported.